Event description:
The clinician requested the passcode to turn off the pump because the patient had expired. The patient had a replacement pump (under general anesthesia) implanted in 2007, due to a very aged battery, the previous pump was over 7 years old. In addition, a larger (40cc) pump was placed. The catheter was tested and had good flow and was not replaced. The location of the catheter tip was not reported. The patient was discharged to home the evening of the surgery. No changes were made to the programming of the new device; the patient continued receiving lioresal 2000 mcg/ml at a dose of 325.9 mcg/day, complex continuous with four flex doses. The first day postoperatively, the patient was experiencing pain, spasms and a fever of 99 degree f. The patient was treated with rectal valium an a duragesic patch and the symptoms resolved the following day. The patient seemed to be improving. However, the mother called 911 the morning of 2007, after finding the patient in her bed in an anesthetic state; the patient was transported to the ER. The patient was intubated en route and given a round of drugs per the et tube. The patient's color was cyanotic/grey and she was pulseless. A right internal jugular IV was placed and acls protocol was initiated with epi/atropine x3, nahco3 x1, narcan x2. An accucheck revealed a blood sugar of 50. The patient was pulseless and asystolic the entire course. The mother was present in the code room and the patient was pronounced dead at 1:10 pm. The ER record indicated the impression was a cardiopulmonary arrest; possible seizure with asphyxiation. An autopsy was not done. The manufacturer representative reviewed the pump programming strips and confirmed all parameters and procedures were appropriate; the representative was present at the implant. The pump was returned for analysis with statement that event "not related to pump to our knowledge."

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up will be sent when the analysis is complete.